Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a false alert for therapy. No changes or intervention was performed. The patient condition is stable.

Manufacturer narrative:
The reported event of incorrect therapy indication was confirmed. Based on the records reviewed, there was an inappropriate charge description (¿therapy¿) displayed to the user via the programmer software after the charge time from a maintenance charging event. The cause of the event was due to the programmer software not mapping the ¿charge on demand¿ firmware diagnostic value correctly to display as ¿maintenance.¿